Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: did the device staple? The device stapled the very initial part of the stomach (only the before cutting security staples were applied). If the device stapled was the staple line complete? The staple line wasn't complete at all due to the fact that the device stopped almost at the beginning of firing. Neither the blade cut the tissue. The analysis found that one pse60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received partially fired 1/2 consistent with and incomplete firing cycle. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, once the branches of the instrument had been closed and the activation button pressed, the scalpel proceeds minimally and then stops. The surgeon had to activate the reverse. The fabric was not cut. After the intervention the same stapler worked properly with a black charging of the same batch. The procedure was completed with a new, no powered device. There were no adverse consequences for the patient reported.